Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no functional tests were performed. According to photos received, the failure mode was not confirmed. The root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had a chemo leak. The nurses had been unable to determine the exact source of the leak. For the infusion, a 250 ml cadd cassette, a cadd extension set with an in-line filter, and a texium connector had been used. No adverse patient effects were reported by the customer.